Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred during pumping. The customer's blood glucose level was 400 mg/dl and it was addressed with a manual injection. Reportedly, the customer used multiple cartridges before a cartridge was successfully loaded. It was confirmed that the customer had manual injections available.